Event description:
It was reported by service report that the scale was inaccurate and bed exit was not working correctly. Both outer head end side rail panels were broken and fluid could ingress as a result of the damage. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result: load cell.